Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left high resolution stereo viewer (hrsv) monitor which was reported by customer to be flashing. The hrsv monitor was replaced due to a vision issue in the left eye of the surgeon console. No repeat issue with newly installed monitor. Fse tested and verified system as ready for use. Related & duplicate complaints identification: as of (B)(6) 2022, a review of the site's complaint history revealed (B)(4) is a related record of (B)(4). No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) and field service engineer (fse). Investigation revealed no related errors to the reported issue. Event verification: per log review, the following was confirmed: a cholecystectomy procedure was performed on (B)(6) 2022 on system sk 3650. This complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to ongoing issues with the left eye on the high resolution stereo viewer (hrsv). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. At this time, complaint investigation has been completed and this record will be closed. If additional information related to this complaint is obtained, the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer observed a green image on the left eye of the high resolution stereo viewer (hrsv) of the surgeon side console. The customer tried additional endoscopes however the issue remained. The customer continued the procedure from another console. The surgeon could not power cycle the system at the time of the call. The customer mentioned they would perform the power cycle and would follow up after the procedure was completed. No confirmed errors were found in the live logs however error 119 for low hrsv was noted for previous power cycles. The procedure was continuing as planned with no reported injury. Follow-up was performed to attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, and h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as analysis identified a main board defect, which resulted in an intermittent image. Fa replaced the main board to address the reported issue.

Event description:
Refer to h10/h11 for follow-up information.